Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the alleged-on insulin pump was not turning on and frozen display. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the customer called back after resting the pump for 2 hours and replacing the battery, but the frozen display continued. The customer will discontinue the use of the pump and revert to a backup plan per the healthcare professional's instructions. No harm requiring medical intervention was reported. Mmt- 1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
No blank display noted. Pump was received with a frozen at medtronic logo. Unable to perform the displacement test, sleep current measurement test, active current measurement test, self test due to display anomaly. Unit was successfully downloaded using thus software. [On adapt], no relevant alarms were noted pump was cut open to perform visual inspection and found moisture damage on the pcba1/ pcba2/battery connector/motor/vibrator/force sensor. Swapping out test boards confirms display anomaly is isolated to pcba2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during the physical inspection: cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube) and pillowing keypad overlay. Blank display not confirmed. Pump was received with a frozen at medtronic logo due to moisture damage pcba2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.